Event description:
On 09/23/1998, the international distributor informed the manufacturer (MFR) via a faxed report of the following: on 02/26/1998, extravasation of dye was noted on the portogram. The device was examined and the catheter was noted to have a small nick in one of the lumen. The catheter was trimmed and reattached. On 04/15/1998, as above, but the device was explanted. The device was returned to the international distributor without the device bayonet locking ring. The international distributor stated taht she has confirmed with the physician that the bayonet locking ring was on the device prior to explant and it must have been misplaced. The device is scheduled to be returned to the MFR for analysis. No further details were provided at this time.